Manufacturer narrative:
Unit was received with unresponsive buttons due to keypad connector unlocked on lcd board. Unable to verify compromised force sensor system alarm due to unresponsive buttons. The keypad traces and drive support disk was inspected and no anomalies noted. Unit was received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.